Event description:
The patient returned the reported test strips to lifescan for evaluation. Product analysis was performed on the returned strips on (B)(4) 2012 with failing results. The control solution test results fell outside the acceptable range high. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4) 2012: the patient returned the reported test strips to lifescan for evaluation. Product analysis was performed on the returned strips on (B)(4)2012 with failing results. The control solution test results fell outside the acceptable range high.

Manufacturer narrative:
(B)(4): the meter was evaluated and the primary complaint was not confirmed. The meter passed testing with no faults found. The meter was found to also work properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.